Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The circuit was pressure tested, visually inspected, and immersed in a water bath to test for leaks. Results: the pressure test result was out of specification due to leakage coming from the patient end connector. This was confirmed when the subject breathing circuit was immersed in the water bath. Visual inspection revealed that there was not enough glue present in the evaqua expiratory limb connector, causing the reported leak. A lot check revealed one other similar complaint for lot number 130703. Conclusion: all breathing circuits are visually inspected and pressure tested before releasing for distribution, and those that fail are rejected. The observed leak was caused by insufficient glue being injected into the evaqua limb connector such that it did not form a permanent seal during the assembly process. The user instructions supplied with adult evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." Hospital staff correctly checked the breathing circuit before patient use which is in line with our user instructions. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual heated evaqua breathing circuit failed the ventilator leak test. This was observed prior to patient use.